Event description:
Per the clinic, the patient experienced ear infection occasionally and possible middle ear effusion (specific date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on january 19, 2026, was filed inadvertently. No ear infection has occurred.